Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, then a follow up report will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized. On an unreported date, the patient was treated with injection (inj.) Vancomycin 1gram(g) (one bag), inj. Fortum 2g (one bag) and inj. Heparin 1000 international unit (iu) (all the three bags). The patient was recovering.